Event description:
It was reported that a during an implant procedure, the patient developed heart failure on both leads used. Emergency intervention was needed to resolve the issue, and the lead implantation was terminated and would not be reattempted. There was no allegation that the heart failure is related to the lead implantation, no further adverse patient consequences were reported.